Manufacturer narrative:
One (1) list# one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown and one (1) used bd syringe 50 ml were received for evaluation. The spiros was securely connected to the bd syringe. The spin feature of the spiros was activated, and spinning freely. No damage, or anomalies were observed. The spiros was leak tested and leakage occurred from the o-ring/poppet interface. The reported complaint of leakage from the spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involves a spinning spiros closed male luer, red cap that was leaking an unspecified chemo drug from the side. There was patient involvement, but no harm reported. This report captures the second of three devices.